Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep, quoting from the hospital variance report that the surgeon said "the endoscopic liga clip applier is not clipping well because bile leaks after it's use". "The cst" on the case concurred with the surgeon. The rep does not know how the clips looked. It was unknown how the case was finished. There was no further consequence to the pt.